Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports electrical burning smell. On (B)(6) 2017 customer reports no patient involvement. Event occurred during testing before patient in the room.

Manufacturer narrative:
On 3/2 7/17 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - a visual inspection found no visible. Physical damage. Functional testing found the unit powered "on" and the lamp immediately ignited. The mlx was left powered "on" for 20 minutes and no burning smell was emitted. Inspection of the internal assemblies found no burnt components. Investigators note: it is possible the customer was using a non-fused fiber optic cable that over heated and produced the reported smell. This was not confirmed. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the reported complaint of ¿electrical burning smell¿ was not duplicated and considered unconfirmed. The mlx will be returned to the customer.